Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced bruising and scarring from the sensor patch. The sensor was inserted into the abdomen on (B)(6) 2016. Patient reported that the bruising occurred as a result of sensor application and was located on the right side of the abdomen. The affected area was treated with 70,000mg of vitamin e. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event of bruising and scarring could not be confirmed. A root cause could not be determined.